Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the cerebral artery using a neuron (B)(4) long sheath (neuron max) and a neuron select catheter 5f (5f select). During the procedure, the hub of the neuron max broke off while the device was being torqued around a turn in the vasculature. Therefore, the 5f select and the neuron max were removed from the patient. The procedure was completed using a non-penumbra sheath and the same 5f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed a fracture distal to the hub. If the device is forcefully mishandled during use, damage such as a fracture may occur. The complaint reported that the neuron max was being torqued during the procedure. This likely contributed to the fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.